Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a knee arthroscopy while pulling in the implant the rope ruptured. The surgeon switched to the transfix technique. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. Update 02-jun-2020: further information was provided that the change to a different fixation technique had extended the surgery by 1.5 hours.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the blue line of suture construct for the ar-1588rt was not present. And a loop had been tied approximately 10.16 cm from the button down the remaining white line of suture for the tightrope. Fraying was observed, at the knot that held the loop at the center of the construct together, indicative of breakage at that point. The end of the construct was also noticeably frayed, and no loop was present at the suture button. The observed condition is consistent with the event description. Particularly, the mention of the suture breaking while the surgeon was pulling on the device. The most likely cause for the intra-operative suture failure is user applied mechanical forces during use, leading to the breakage observed during inspection.